Manufacturer narrative:
The ventricular connector was confirmed to be broken. The hanger was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged output connector. The epg was returned for service. No patient complications have been reported as a result of this event.